Event description:
It was reported that the patient experienced a shocking or jolting on the right side of his chest following a car accident. The patient was admitted to the ER. No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.